Event description:
A dialysis facility nurse reported that 2.5-hours into a 3-hour intended dialysis treatement on a system 1000 hemodialysis machine, the venous needle became dislodged from a pt's forearm. There was no machine alarm noted. The pt alerted the nurse to the situation. The nurse clamped the bloodline and stopped the blood pump. Approximately 100 ml of blood was lost from the pt. There was no pt injury or medical intervention associated with this incident. Treatment parameters consisted of a 300 ml/min blood flow rate, 600 ml/min dialysate flow rate, and post-pump arterial pressure monitoring. The pt's access is a forearm graft.